Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had an advance sling implanted. The pt experienced recurring incontinence worse than baseline level. Surgery was performed and an ams800 artificial urinary sphincter device was implanted. No additional pt complications were reported.